Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a heat-like rash under the electrodes. The patient was given a prescription from his physician for betamethasone cream. After using the cream, the irritation reportedly has improved.